Manufacturer narrative:
Clinical sensitivity testing was performed with seroconversion panel samples using an in-house retained reagent pack of architect hbsag qual ii assay lot 61468fn00. No returns were available from the customer site. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Event description:
The customer reports that one patient sample generated a (B)(6) result when tested with the architect (B)(4) qualitative ii assay run on the architect i1000 sr analyzer. This patient had previously tested (B)(6) on the siemens platform. The sample was sent to another lab and tested on an architect i2000sr analyzer and generated a (B)(6) result. The customer stated the sample was also tested on a "not launched yet" confirmatory assay, which did not confirm. (B)(6) results were (B)(6). The customer also tested the sample on a sysmex platform in their lab, which generated a (B)(6) result and confirmed (B)(6) on that platform. The customer then sent the sample to two other labs, where a (B)(6) result was generated on the roche platform and a (B)(6) result was generated on a siemens platform. The customer refused to provide any further information on this issue. There is no reported impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.